Manufacturer narrative:
The insulin pump received with constant external flash crc error alarm, problem isolated to interface board. Unable to self-test and displacement test due to external flash crc error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an external flash crc error. The customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.